Event description:
The lay user/pt contacted lifescan (lfs) alleging an apply sample message on their ultra link meter. The pt did not exhibit any symptoms or seek any medical intervention due to the reported issue. The technique of applying blood on the test strip was correct. The pt took their diabetes medication as usual after obtaining the apply sample message. The pt did not contact their physician for assistance. The pt retested with a new vial of test strips and the issue persisted. Meter was replaced. The complaint is being reported since the apply sample message was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.